Manufacturer narrative:
On october, 28 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 25, 2020 additional information received indicated that the patient underwent partial capsulectomy and bilateral replacements as follow: right replaced with cat#: 3502251bc, sn#: (B)(6), and left replaced with cat#: 3502251bc, sn#: (B)(6). Deice evaluation completed on november 24, 2020: during visual evaluation a tear was observed on the anterior view, measuring approximately 14.4 cm. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 3, 2020 mentor became aware that the previous report(follow up 3) missed reporting some details. Please refer to h11 manufacturer¿s reference number: (B)(4). Patient also experienced capsular contracture unknown grade.

Manufacturer narrative:
On october 8, 2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with a mentor memorygel 325 cc silicone prosthesis experienced right sided rupture post procedure. As a result patient underwent bilateral replacements with mentor silicone devices on (B)(6) 2020.